Event description:
Pupillary block. A pt. Underwent phacoemulsification and posterior chamber intraocular lens implantation. Their intraocular pressure (iop) before surgery was 14 mmhg and visual acuity 1/12. Visual acuity after cataract operation was 12/150. Six months after cataract extraction, the pt developed pupillary block. The diagnosis was based on the appearance of iris bombe and a shallow anterior chamber with a fixed, non-reacting pupil and increased iop to 58 mmhg. The pt required topical beta-blockers, alfa-adrenergic agonists, and carbonic anhydrase inhibitors. They underwent yag laser iridectomy and yag laser capsulotomy and the event relieved. Yag laser iridectomy was repeated because of tendency of occlusion. Visual acuity value remains 20/150 and iop stabilized to 18 mmhg. The pt recovered. The reporting physician considered the event to be related to the iol implantation. The co agrees on that assessment.